Manufacturer narrative:
Cover screw could not be removed. The implant has come loose during the removal procedure of the cover screw. The cover screw was removable during our inspection. No product problem detected. Between cover screw and implant residues from crusted blood were found. The dentist did not rinse the implant as mandated by instruction for use. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Cover screw could not be removed. The implant has come loose during the removal procedure of the cover screw.